Event description:
It was reported the pt does not have stimulation. An sjm rep met with the pt and found the pt's scs ipg dies not communicate with the external devices. The pt indicated he had not charged his ipg in approx eight months. The scs ipg has depleted and is inoperable. Follow-up identified the pt's scs ipg was replaced with a non-rechargeable model on (B)(6) 2013. Stimulation therapy was restored.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.